Event description:
The hosp representative reports that the bags being given to the pt are getting done early. The hosp representative stated that this was with any mixture of tpn. No pt injury was reported as having resulted.